Event description:
Perineal skin erosion of a proact implant. Patient unilaterally explanted. The patient remained fully dry (and is still dry as of (B)(6) 2020) with the one remaining balloon in vivo. As a result, the patient was not re-implanted and is not currently scheduled for re-implant.

Manufacturer narrative:
This same patient experienced a secondary adverse event, a bladder erosion/migration, prior to the perineal skin erosion. That adverse event has been reported separately within report 3003477176-2020-00099.

Event description:
Perineal skin erosion of a proact implant. Patient explanted, will be re-implanted at a later date.